Event description:
Following a diagnostic catheterization procedure in 2003, a vasoseal es was deployed. The pt was discharged the same day. 2 days later, the pt presented at their physician's office complaining of excrutiating right groin pain. The pt was admitted to a hosp on that day. A doppler scan of the right groin was performed on the following day which revealed a pseudoaneurysm approximately 3 cm in size and 1-2 cm proximal to the puncture site. The pseudoaneurysm was treated with compression. The pt was stable following compression and no further complications were reported.